Manufacturer narrative:
Reporter telephone number: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient went to the out-outpatient clinic due to the event; however, it was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, duration, frequencies, and routes were not reported). At the time of this report, the patient was recovering from the event and physioneal/extraneal therapies were ongoing. No additional information is available.